Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from (B)(4) stating that the device was returned unused because it "failed distributor's inspections." Debris in sterile packaging was observed. The device was not being used during surgery and no injury or medical intervention occurred. There was no add'l info provided.